Event description:
A malfunction known as an altitude alarm was reported with the customer's pump. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, ensuring the customer was informed about programming their settings and connecting their cgm on the new pump. The customer was also instructed to store and return the malfunctioning pump to avoid being billed and was advised about the software updates available for the replacement pump.